Manufacturer narrative:
Additional information was received on 9/30/2019: the manufacturer evaluated the patient's measurement printouts which does not show any abnormalities. Even with the reported error the device can correctly do all the required measurements, provided that the quality marks in the quality check screen are green. The reason for that is that the anterior segment oct scans and the keratometry illumination covers a larger area of the anterior part of the eye then the observed misalignment was. The axial length measurement is additionally verified by the oct in retina mode. This mode is not affected by this error because lens 1 is moved out of the optics path for oct in retina mode. But for the total keratometry measurement is a risk for errors because this feature combines keratometry and oct measures and rely on the alignment of both system parts to each other. This error can be avoided by careful inspecting and cleaning of lens 1 mechanical stop in the production. Description of changes: field g7: updated to "follow-up #: 1". Field h2: entered "additional information" and "device evaluation". Field h3: updated to "evaluation summary attached". Field h6: updated result code to "646", and updated conclusion code to "4307". Field h10: added date of additional information received. Added manufacturer's narrative. Added descriptions of changes.

Event description:
A health care professional (hcp) reported that the iolmaster 700 is not passing the calibration check. The iolmaster 700 was used on nine (9) patients between may 10, 2019 thru june 5, 2019. Impact on the patients due to use of the iolmaster is not known.